Event description:
It was reported that the left ventricular (lv) lead appears to have intermittent capture. It was noted that there were previous lv lead repositions and that the patient had wide qrs. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that there was reprogramming for the left ventricular (lv) lead and the lv lead remains in use. No patient c omplications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable pacemaker/cardio/defib - (B)(6) 2011; 507652 implantable pacing lead - (B)(6) 2001; 694765 implantable tachy lead - (B)(6) 2001. (B)(4).